Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range pace impedance measurements greater than 2000 ohms as well as an associated signal artifact monitor (sam) episode, which automatically disabled the respiratory rate trend (rrt) sensor on the associated implantable cardioverter defibrillator (ICD) device. It was noted that at initial rv lead implant in 2009, the pace impedance was greater than 2000 ohms and at the most recent device replacement in 2021, the pace impedance was greater than 1800 ohms. The pace impedance measurements over the last year were in the 1600 ohms to 2100 ohms range. Boston scientific technical services (ts) acknowledged this is a high impedance lead and indicated there is possible calcification build-up on the lead coil causing the high impedance measurements. The rv lead thresholds and sensing are appropriate and stable and no oversensing was induced with arm movements. Ts provided guidance to consider increasing the pace impedance upper alert limit and leave the rrt sensor off. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.